Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported an uncut area while making the lasik flap. Additional information received; the right eye was involved. The site "masked" the uncut area and proceeded with excimer treatment. The patient status is unknown.

Manufacturer narrative:
Initial reporter zip code reported as (B)(6). Logfile review was performed by the service team. The system was working within specification as intended. No technical root cause could be identified. Clinical review stated the provided treatment report does not show any abnormalities regarding geometry settings, device settings (energy, spacing), docking and procedure time. It appears that there is slightly too much fluid used during the treatment. As a result, the meniscus of applanation cannot be detected, which makes it difficult to determine the length of the canal for venting. However the chosen canal length appears incorrectly placed, which might have caused a dysfunction of the canal. The created obl leaves a cut with larger tissue bridges that might result in a less regular bed surface and could describe the reported uncut area and why the flap was adhesive and difficult to lift. The clinical application specialist (cas) attended the surgeries and observed some findings regarding user handing. Cas has suggested the customer and the respective technicians to look in to the flap centration and proper placement of canal as per standard suggestion to avoid obl. The root cause is too much fluid used during surgery in combination with wrong placed canal length. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).